Event description:
The customer reported that the audio alarm was not working. The nellcor puritan bennett customer support engineer verified that audio alarm sounded intermittently when the alarm harness was manipulated. The customer support engineer inspected the device and replaced the audio alarm assembly. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.